Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided with ketones. Reportedly, the customer¿s family assisted with the elevated bg level by helping to change the pump supplies and administer a manual insulin injection.